Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced elevated blood glucose levels reaching 300 mg/dl. Customer's health care professional recommended pump settings be adjusted. Customer stabilized blood glucose levels via the pump. Tandem technical support guided the customer through adjusting their pump settings.